Event description:
It was found out by images that the device implanted about a month ago had been pulled out. The revision is scheduled on (B)(6). Depending on the condition of the rotator cuff, the surgeon will decide whether to just remove the anchor or to use a different anchor for repair. The device in question remains in the patient¿s body. The patient is under observation. Additional information: was the issue found while taking images during normal follow up, or did the patient present with issues, and if so what?->both. The image is always taken before leaving the hospital at this hospital and the issue was found that time. The patient also claimed that he felt uncomfortable after the surgery. Did the patient have pain in the area?-> no. More like uncomforted. After the revision, will the complaint device be sent to us? Yes. Additional information: we were unable to obtain the info of pt course. It is reported that the doctor admitted that the anchor insertion was not enough to the bone hole at the time of original operation.

Manufacturer narrative:
The complaint device is not being returned, therefore unavailable for a physical evaluation. Typically, anchor pull outs are associated with incomplete insertion into the bone hole, using instruments not indicated to be used with the anchor, poor bone quality and applying excess force on suture during tensioning. Although we cannot discern a root cause, any of the aforementioned factors or a combination of factors could possibly lead to this failure. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was found out by images that the device implanted about a month ago had been pulled out. The revision is scheduled on (B)(6). Depending on the condition of the rotator cuff, the surgeon will decide whether to just remove the anchor or to use a different anchor for repair. The device in question remains in the patient's body. The patient is under observation. Additional information: was the issue found while taking images during normal follow up, or did the patient present with issues, and if so what? Both. The image is always taken before leaving the hospital at this hospital and the issue was found that time. The patient also claimed that he felt uncomfortable after the surgery. Did the patient have pain in the area? No. More like uncomforted. After the revision, will the complaint device be sent to us? Yes. Additional information: we were unavailable to obtain the info of pt course. It is reported that the doctor admitted that the anchor insertion was not enough to the bone hole at the time of original operation.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.